Manufacturer narrative:
This is a follow up report to a medwatch submitted under manufacture report number 9617229-2023-03583. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, right-side capsular contracture baker grade iii. Later healthcare professional reported ¿breast pain, progressively worsening. Previous episodes: history of recurrent scar tissue formation. Impact on daily life: severe pain affecting daily life, significant deformity of breast. Capsular contracture baker IV". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Healthcare professional reported, right-side capsular contracture baker grade iii. Later healthcare professional reported ¿breast pain, progressively worsening. Previous episodes: history of recurrent scar tissue formation. Impact on daily life: severe pain affecting daily life, significant deformity of breast. Capsular contracture baker IV". This record is for the right side. Device remains implanted.